Manufacturer narrative:
The returned device was evaluated and upon initial inspection of the returned pod device, discoloration on the pcb was observed through the bottom housing and the housing vent was observed to be damaged. Upon removal of the housing, corrosion was observed on the pcb and the top battery. The battery voltage of all three batteries were observed to be low due to the corrosion. An external power supply was used in an attempt to retrieve data, but ultimately data was unavailable. As a result, the presence of an alarm could not be determined. It cannot be conclusively determined that the observed housing vent damage is directly linked to the internal corrosion. The cause of the reported event could not be determined. The soft cannula was observed to be shortened measuring out to be 0.818 inches. A leak test was conducted successfully; no leaks were observed. The timing and cause of the observed cannula damage could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone16.2. Cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition, the patient reports receiving a pod hazard alarm during wear. As treatment, the patient applied a new pod.